Event description:
User was transferring his wife from bed to toilet when, due to sudden illness, wife collapsed on the hoist. User due to his own heart condition had to cut the sling cords to release his wife. Wife taken to hospital as a result of an angina attack. One person involved.